Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs showed the freestyle lite test strips and freestyle freedom lite meter passed all tests prior to release. Retain testing was also performed for the freestyle lite strips and all units performed within specification if the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving higher readings when testing on their adc meter compared to how they felt. On (B)(6) 2019, the customer obtained a blood glucose test of 356 mg/dl on the adc meter and experienced dizziness, blurred vision, and was unable to respond to questions, subsequently losing consciousness. Emergency services were called and a blood glucose of 47 mg/dl was obtained on the hcp meter. The customer was provided unspecified oral medication to "normalize" his blood glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. The meter powered on with button press and insertion of strip. Control solution testing was performed and no issues were observed. All results were within range specification and errors were observed during testing. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving higher readings when testing on their adc meter compared to how they felt. On (B)(6)2019, the customer obtained a blood glucose test of 356 mg/dl on the adc meter and experienced dizziness, blurred vision, and was unable to respond to questions, subsequently losing consciousness. Emergency services were called and a blood glucose of 47 mg/dl was obtained on the hcp meter. The customer was provided unspecified oral medication to "normalize" his blood glucose. There was no report of death or permanent injury associated with this event.